Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows extensive electrode wear with dried tissue and discoloration from activation. There is extensive damage to the spacer with several cracks, adhesive detached and a chip out of the spacer on the left side. There is a pin-sized hole on the right side of the cap. There is a significant amount of scratch marks present on the cap as well as damage to the shaft. The shaft has also been slightly bent near the handle of the device. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and upon activation there were ¿sparks¿ observed at the location of the pin size hole on the right side of the cap in addition to plasma created on the electrodes. The suction line was tested and performed as intended. The complaint has been verified and physical evidence would suggest the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. Physical evidence would also suggest that the device may have been used as a lever to enlarge the surgical site or gain access to tissue which can be seen from the damage the shaft sustained. The ¿sparks¿ observed are most likely related to the detached adhesive and damage to the spacer. With saline present under the cap, unintentional plasma was created causing ¿sparks¿ from the pin-sized hole. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the devices. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that before surgery, the lopro icw wand sparked and the tip melted. The procedure was completed using a backup device. There were no patient injuries reported as a result of this event.